Manufacturer narrative:
Should additional info become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.

Event description:
Info was received indicating that the 3.5 cm catheter used for the thermatrx treatment on (B)(6) 2012 seemed wider than usual. The info indicated that the catheter was wider at the coil area and the insertion into the pt was more difficult. On completion of the procedure, the pt's meatus appeared stretched. On (B)(6) 2012 at a follow up visit, urethral strictures were found and treated with dilatation. Report indicates the pt is doing well.